Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 15%. Premature battery depletion was suspected and device data was submitted to technical services or review. Analysis confirmed an abnormal increase in battery usage. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The patient was discharged to home. The device remains implanted and in service.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Th device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 15%. Premature battery depletion was suspected and device data was submitted to technical services or review. Analysis confirmed an abnormal increase in battery usage. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The patient was discharged to home. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Th device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 15%. Premature battery depletion was suspected and device data was submitted to technical services or review. Analysis confirmed an abnormal increase in battery usage. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The patient was discharged to home. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device is expected to be returned for laboratory analysis.